Event description:
The physician was trying to seat a gdc but got caught in a previously placed gdc. He pulled back on the gdc and broke the gdc. He tried to retrieve the broken piece but it broke and a portion of the broken piece went into the vessel and stroked the patient. The patient status is unknown.